Event description:
During a laparoscopic spleen excision, the surgeon had retrieved the spleen and placed it into a specimen bag. While he was attempting to morceliate it, he inadvertently perforated through the bag with the morcellator and cut the aorta, creating a 1cm hole. The pt subsequently became hypotensive. The procedure was converted to an open one in order to identify the source of bleeding and for repair of the aorta. The pt ultimately exsanguinated and required transfusion of blood and open heart massage. The last report regarding this pt's status indicated that he had not regained consciousness and remained on a ventilator but was producing urine and exhibited some pupillary response to light.